Event description:
A penumbra system reperfusion catheter 054 was being used during an acute stroke intervention with a penumbra system separator 3d and a penumbra system catheter 025. The reperfusion catheter was placed through a mach 1 catheter and advanced into the vessel. The physician described an issue in which the reperfusion catheter 054 "ruptured" or "ripped." A new reperfusion catheter 054 was used and the outcome of the case was good.

Manufacturer narrative:
Device investigation: results: the proximal shaft of the catheter is broken 29 cm from the hub shaft joint. The distal and proximal sections of the catheter are connected only by the internal support wires. The edges of the break are ragged and stretched. Conclusion: the "disruption" noted in the complaint was confirmed as a break in the catheter shaft. The break location is in the middle of the proximal catheter shaft material and the edges of the break are stretched, indicating that a force beyond the tensile strength of the material was applied to the catheter during use. The complaint describes the catheter breaking during introduction into a guiding catheter; however, this type of break and material stretching could only be caused when retracting the catheter, not advancing. Therefore it is likely that the reperfusion catheter 054 somehow became stuck inside the guiding catheter then broke when the physician attempted to remove it. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.